Manufacturer narrative:
(B)(4). Medical devices: 650-1157 ¿ delta ceramic head - 2020021127. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02140, 0001825034 - 2022 - 02142, 0001825034 - 2022 - 02143, 0001825034 - 2022 - 02144.

Event description:
It was reported that patient experienced wound dehiscence approximately 3 weeks after a hip revision. The patients wound was reopened and provided fluxocacilin oral. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; e1; e3; g3; h2; h4; h6 it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. It is noted in this complaint that there was wound dehiscence or reopening of the incision. An antibiotic was prescribed to prevent issues with infection while allowing the wound to heal as it ultimately did. This would be a common practice used to treat a non-healing incision site. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.